Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two resolute integrity coronary drug-eluting stents, when attempting to progress the stents through a bifurcation lesion in the left anterior descending (lad) artery, the stents were damaged. No medical or surgical intervention was needed to prevent permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was reported that during a procedure involving two resolute integrity coronary drug-eluting stents, when attempting to progress the stents through a calcified bifurcation lesion in the left anterior descending (lad) artery and the second diagonal branch, the stents were damaged. After multiple attempts with a stent of smaller caliber and length, the procedure was successfully completed with a 2.5x8mm resolute integrity stent. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was noted while advancing the device to the lesion. Excessive force was not used. Event date added - section b.2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient had two stents implanted, one 2.5x08mm resolute integrity stent, and one 2.5x22mm resolute integrity stent. The procedure was completed successfully. There were no issues noted with the new stents used. Full patient initials. Correction: the 2.5x26mm resolute integrity stent was attempted to be progressed through the bifurcation lesion in the lad when it was damaged. The a new attempt was made with the second 2.5x22mm resolute integrity stent which was also damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there were no issues noted with the new stent used. Correction: after these attempts, a stent of smaller caliber and length was selected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.